Manufacturer narrative:
(B)(4). Batch # m92g1g. The handpiece was received attached to a harh36. The nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torqueing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A batch history record review was performed and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic sigmoidectomy procedure, the nurse assembled the harmonic with hand piece. After that, the nurse found that the harmonic device failed to perform the self-test. The nurse then tried to dissemble the whole device and found that the harmonic and hand piece are stuck together. Unable to dissemble. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.